Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05857. It was reported the patient was no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts. A fracture was found when the doctor removed the patient's lead. The lead was replaced along with the patient's ipg. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Evaluation: results: the lead was returned complete. Physical break was found 14cm from the stimulation end. The detached jacket material does not confirm to being cut by a sharp object, as the separation was jagged and uneven. The break in the lead confirmed a fracture, and all wires broken proved ineffective stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.